Manufacturer narrative:
The device was returned for analysis. The reported ¿sutures came out of the artery when the plunger was removed¿ was confirmed as a needle to cuff miss. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The additional proglide device with the same issue referenced is filed under a separate medwatch report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with two proglide devices was attempted in the right common femoral artery via a 6fr sheath using the pre-close technique prior to peripheral interventional procedure. Reportedly, the sutures came out of the artery with both devices when the plunger was removed. Two additional proglide devices were used for successful suture placement using the pre-close technique. The sheath was upsized to greater than an 8.5fr and the procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.